Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their fillings came out while taking a dental impression. They had the filling restored by their dds.